Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Used your tampax tampon and I can't find it inside me [foreign body in reproductive tract]. Stomach upset [abdominal discomfort]. Case description: consumer reported via phone that she can't find the tampon inside of her. No serious injury reported.